Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, the pump battery was not holding its charge. Tandem technical support reviewed the current battery pump history with the customer and it appeared to be depleting as expected. Reportedly, the customer continued to monitor the pump battery. Blood glucose was 103 mg/dl.